Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a typical atrial flutter ablation procedure, a pericardial effusion occurred requiring a pericardiocentesis and surgery to stabilize the patient. During the procedure, a steam pop was heard and ablation was stopped. A pericardial effusion was noted under ice. Blood pressure dropped and a pericardiocentesis was performed but the bleeding continued. The patient was sent to surgery where a tear was noted at the right atrium on the cti line close to the ivc where the steam pop happened. The perforation was surgically repaired and the patient was transferred to recover.